Event description:
Related manufacturer reference number: 2017865-2023-21197. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. It was also reported that the patient's right ventricular lead exhibited over-sensed noise. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.